Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated a vns pt had high lead impedance readings with systems diagnostics testing at an office visit. The vns was disabled. No adverse pt events were reported. The pt had no known trauma. X-rays were received and reviewed by the MFR. No obvious lead anomalies were identified, but the lead pin was fully inserted into the generator header, ruling out a pin issue and making a lead fracture scenario more likely. Vns revision surgery appears likely. Attempts for further info are in progress.